Event description:
Information was received indicating that a smiths medical rapid infuser was having issues with the upper panel of alarms. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one level 1 trauma fast flow system was returned for investigation in good condition. The investigator installed a f-30 gas vent disposable filter onto h-31b air detector block 4. The unit was then powered on. The device powered on as intended. The back panel was removed for further investigation. Visual inspection did not find any physical damages on the internal components. The investigator then performed an 8 hour run test with f-10 and f-30 gas vent disposable filters. The device did not alarm. The investigator then installed the device onto an air and water fluid test fixture with a d-300 tube set. The device passed both tests. The device was then fitted with a temperature fixture. The measured temperature was 41.7 degrees celsius. This was within tolerance. The device had passed all the functional and electrical tests. The customer reported product problem was not reproduced. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.